Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation it was noted that lead safety switch (lss) had been triggered for the left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) for out of range impedance measurements. This switched the lead from bipolar to unipolar configuration. The clinician noted that the impedance measurements for the lv lead have been consistently high. The clinician tested the lead and found normal measurements. The lv lead was left programmed in unipolar configuration and remains in service. No adverse patient effects were reported.